Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat lower back pain. The implantable pulse generator (ipg) was placed in the lower back area. The system leads were placed to target the cluneal nerve and anchors were used to hold the leads in place. In approximately (B)(6) 2025 the patient reported some pain or discomfort on the right side of the back. Reprogramming of the system was not effective in correcting the symptoms. On (B)(6) 2026 a surgical revision was performed and found that the anchor had migrated toward the skin surface and was likely causing the reported discomfort. The original 8-contact leads were removed and replaced with 4-contact tined leads. The tined leads eliminated the need for using anchors. When replacing the leads, the original 8-contact ipg was also replaced with a new 4-contact ipg to be compatible with the new leads.

Manufacturer narrative:
Imaging done at the 6 week post-implant appointment did not appear to show any migration of any components at that time. There are no reports of any events leading up to the onset of pain symptoms. Cause of the anchor migration is unknown, however migration remains a known inherent risk of implantable neuromodulation systems.